Event description:
It was reported that, snapped while feeling inside pedical. All pieces of the instrument were retrieved.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: materials analysis results indicate that the returned device broke through reverse bending fatigue fracture initiated from multiple origins. The material composition of the device meets with the specification; neither materials nor manufacturing defects were found on the returned device. Conclusion: the most likely cause of the reported event was determined to be device long-time usage and the overloading during usage.

Event description:
It was reported that, snapped while feeling inside pedical. All pieces of the instrument were retrieved.